Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed high out-of-range (oor) shock lead impedance (sli) measurements of greater than 200 ohms. The vector was in triad currently and everything showed oor sli of greater than 200 ohms. Lead fracture seemed unlikely based on the age of the lead. Boston scientific technical services (ts) discussed troubleshooting options. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that surgical intervention was performed. Upon opening the pocket and removing the device, noise was noted on the right ventricular pace/sense egm. There were no stored events with noise prior to the pocket being opened. The physician tugged on each leg of the rv lead, and the pace/sense terminal leg was pulled out of the header due to a loose set screw. Each of the high voltage legs were noted to be secure within the header. The rv pace/sense leg was reconnected and the set screw was tightened. The high voltage legs were removed from the header, reseated, and the set screws were retightened. Testing through the device yielded normal measurements. No additional adverse patient effects were reported. The system remains in service.